Event description:
The patient received a 3.0 mm diameter x 12 mm length endeavor sprint rapid exchange (rx) stent in prox clx with no issue reported. Five days post index procedure, the patient received a 2.5 mm diameter x 14 mm length endeavor sprint rx stent in the prox/mid lad with no issue (MFR # 2953200-2010-02013). However it was reported that, one day post staged procedure, mi event occurred. The patient is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (mi).